Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿ updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent was returned deployed and noted to be deformed. The sdw (stent delivery wire) was found to be kinked/bent. The subject stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported ¿stent deformed¿ was confirmed during the analysis. The reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw friction¿, and ¿stent partial deployment¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'during the process of advancing the subject stent to the deployment position through the sl-10 microcatheter, there was a noticeable resistance in pushing, but the subject stent still managed to reach the intended position. Subsequently, the physician prepared to withdraw the microcatheter to deploy the subject stent, but it required significant force to retract. Upon partially deploying the subject stent, a sticking issue was encountered, with the front marker of the subject stent jumping ahead, and the remaining portion of the subject stent could not be advanced for deployment. The physician then attempted to retrieve the subject stent. To prevent the already deployed open-loop structure of the subject stent from damaging the blood vessel, a separate microcatheter was used to deliver a retrieval stent to the distal end of the subject stent. By pulling back the retrieval subject stent, it pressed against the partially deployed subject stent and pulled it back into the intermediate catheter, which was subsequently removed from the body. A stent from another product was then used to continue the procedure, and the surgery was concluded with the patient safely discharged. After the procedure the operator checked the subject stent and the damage to the subject stent's tip could be seen and it was due to being pulled back by the retrieval stent'. This use of a separate microcatheter was a medical intervention. The subject stent was returned for analysis in a deployed condition and was slightly deformed towards the middle section of the subject stent. The introducer sheath was not returned for analysis. The sdw was returned for analysis and the wire was kinked/bent towards the distal end of the wire. Given the follow-up gfe responses which state that 'a little bit' of resistance/friction was noted when removing the stent system from the dispenser hoop and also when advancing the subject stent through the introducer sheath, it is possible that the dfu instructions were not strictly adhered to which could result in movement of the subject stent inside the introducer sheath during the preparation steps. Given the event description which references noticeable resistance when advancing the subject stent through the microcatheter and the condition of the returned subject stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses but subsequently moved either proximally or distally prior to subject stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (proximal sheath movement) or the subject stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the subject stent through the microcatheter, resulting in damage to the subject stent and very often, the sdw as well. This is one possible explanation to explain the analysis findings and information provided by the customer. On this occasion, other unknown procedural factors, including the tortuosity of the target anatomy, may have also contributed to the complaint. An assignable cause of procedural factors has been assigned to the 'as reported' and 'as analyzed' codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during stent transfer.

Event description:
It was reported that the patient suffered from an aneurysm in the anterior circulation, and the physician performed a stent-assisted coil embolization procedure. After inserting one coil, the subject stent was delivered. During the process of advancing the subject stent to the deployment position through the microcatheter, there was a noticeable resistance in pushing, but the subject stent still managed to reach the intended position. Subsequently, the physician prepared to withdraw the microcatheter to deploy the subject stent, but it required significant force to retract. Upon partially deploying the subject stent, a sticking issue was encountered, with the front marker of the subject stent jumping ahead, and the remaining portion of the subject stent could not be advanced for deployment. The physician then attempted to retrieve the subject stent. To prevent the already deployed open-loop structure of the subject stent from damaging the blood vessel, a separate microcatheter was used to deliver a retrieval subject stent to the distal end of the subject stent. By pulling back the retrieval subject stent, it was pressed against the partially deployed subject stent and pulled it back into the intermediate catheter, which was subsequently removed from the body. A stent from another product was then used to continue the procedure, and the surgery was concluded with the patient safely discharged. After the procedure the operator checked the product and the damage to the subject stent's tip could be seen and it was due to being pulled back by the retrieval subject stent.

Event description:
It was reported that the patient suffered from an aneurysm in the anterior circulation, and the physician performed a stent-assisted coil embolization procedure. After inserting one coil, the subject stent was delivered. During the process of advancing the subject stent to the deployment position through the microcatheter, there was a noticeable resistance in pushing, but the subject stent still managed to reach the intended position. Subsequently, the physician prepared to withdraw the microcatheter to deploy the subject stent, but it required significant force to retract. Upon partially deploying the subject stent, a sticking issue was encountered, with the front marker of the subject stent jumping ahead, and the remaining portion of the subject stent could not be advanced for deployment. The physician then attempted to retrieve the subject stent. To prevent the already deployed open-loop structure of the subject stent from damaging the blood vessel, a separate microcatheter was used to deliver a retrieval subject stent to the distal end of the subject stent. By pulling back the retrieval subject stent, it was pressed against the partially deployed subject stent and pulled it back into the intermediate catheter, which was subsequently removed from the body. A stent from another product was then used to continue the procedure, and the surgery was concluded with the patient safely discharged. After the procedure the operator checked the product and the damage to the subject stent's tip could be seen and it was due to being pulled back by the retrieval subject stent.